Event description:
Caller explained an alert for rvtip to rvcoil lead impedance 190 ohms toned and the patient "was not happy." Caller inquired if there is a way to disable the rvtip to rv coil lead impedance alert. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).